Manufacturer narrative:
Date of event. The event date was not provided. The first date of the month of the aware date was selected. (B)(6).

Event description:
It was reported that the wire tip detached inside the patient. A 200 cm v-18 control wire, 8cm poly tip was selected for an uterine reconstruction procedure. At an unknown point in the procedure, the distal end of the wire detached inside the patient in the urinary tract. No information is known regarding how the tip was removed from the patient. Following this, the physician selected a new device which was the same model to complete the procedure. The patient condition after the procedure was reported as stable and no adverse effects were reported.